Event description:
Nurse drawing blood through a PICC line using a saf-t holder; the end of the saf-t holder device broke off in the end cap of the PICC line. The nurse had to cap off line, obtain a new end cap and restart the process of the blood draw. No harm to the patient.